Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported to nihon kohden orangemed by the FDA that one of our customers filed a medsun report via the medwatch program. The report stated that the respiratory therapist (rt) reported to registered nurse (rn) that the patient has been on 100% oxygen (o2) in the electronic medical chart all day and that it was not passed on to her during change of shift report. Rn informed her that per nursing report, patient has been on 65% o2. Upon closer examination of vs complex flowsheet, o2 has been validated at 100% throughout the day shift. Previous rn notified and confirmed that patient has been on 65% on the ventilator all shift and not 100% as floated into electronic medical chart. There was no harm to the patient as the ventilator operated properly.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.